Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reports to have experienced a delivery anomaly. Customer states she thought to have pressed button to clear sensor alarm, but noticed that she gave herself 8 units of insulin instead of 11 units of insulin. Customer was not sure if she accidentally pressed a different button. Customer's blood glucose was 59 mg/dl, which was treated with orange juice. After troubleshooting, customer agreed that insulin pump was functioning as designed. No further information provided.